Event description:
It was reported to philips that the system geometry movements were not available. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the clinical procedure was completed by moving the patient to another room. The philips remote service engineer (rse) checked the system remotely and confirmed that the system geometry movements were unavailable. The field service engineer (fse) visited system onsite and upon troubleshooting, confirmed that the touch screen module (tsm), flat detector controller system interface board (fdcsib), and detector geometry module had lost power. A kv test confirmed ny16 had lost power. To resolve the issue, the fse replaced pdu (power distribution unit) fan tray and dcps (dc power supply) and returned the defective part for further analysis. The supplier's part analysis conclusively determined the cause to be defective fuse ogn-smd spt [f200] and power supplies ac/dc. Following replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.